Event description:
Stroke [cerebrovascular accident]. Device has piston locked [device failure]. Case description: medical device information: class iib. This spontaneous case from another country was reported by a consumer, pharmacist and physician as "stroke" and "device has piston locked" and concerns a female patient, treated with suspected products novolin n penfill (long-acting human insulin) for five months in 2008, due to insulin-requiring type 2 diabetes and novopen 3 insulin delivery device for device therapy. Patient's height: unknown. Medical history includes 4 knee prosthesis placed, surgery of amygdale, breast cancer, varices, appendix and bladder. The patient experienced that the piston of the device was locked. In 2008, the patient experienced stroke and was hospitalized for 25 days. The left side was paralyzed and she was not able to speak. The patient recovered movement after 15 days. The physician discontinued insulin treatment due to stroke complications. The following month, the patient was recovered with sequelae, the sequelae being left side of body paralyzed. In early 2009, the patient experienced hyperglycaemia and was hospitalized for three days, insulin treatment was reintroduced. Comment: company comment: people with diabetes are at increased risk of stroke because diabetes adversely affects the arteries. Webmd medical reference in collaboration with the clinic. Comment: physician reported that the stoke was not related to insulin treatment.